Event description:
Information received from the field does not address the patient's clinical status but notes intermittent ventricular capture . At implant good capture in both channels was noted, but when the patient was in the telemetry unnit, loss of ventricular capture was observed. The patient's potassium levels were high right after implant. Normal capture was obser ved one week post-implant.